Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the device failed the following assessments: step 30 - the yellow ring on the coupling side of the handpiece device came off and was no longer visible, step 40 - the device was not tight anymore and failed leakage test, step 70 - the trigger was sticky, and step 100 - the falling out protection ring did not hold the battery. It was noted in the service order that before use on the patient it was observed that the lids devices do not close on this handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.